Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement procedure, the left ventricular lead exhibited loss of capture. The lead was capped and replaced. No patient symptoms were reported.